Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to h4. H4: corrected device manufacturer date. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, the faulty cp board (printed circuit board) was confirmed. It is, therefore, possible that the reported phenomenon ¿touch panel blackout¿ occurred due to the faulty cp board. However, the specific root cause of the faulty cp board could not be determined at this time. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, during inspection before use for an unknown therapeutic procedure, the touchscreen of the visera elite ii video system center, blacked out. Subsequently, the intended procedure was completed with a similar device. There was no harm or user injury reported due to the event.

Manufacturer narrative:
(B)(6). The subject device has been returned to olympus for evaluation. During evaluation, it was observed, the subject device failed to be started due to faulty circuit panel (cp) board. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.